Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported and observed issues. Physio observed that an internal hlc battery, designator bt2 from the analog pcb assembly, was no longer able to hold or take a charge above 3.3 volts. With this issue, the device may not be able to retain sufficient power in order to charge and deliver defibrillation therapy to a patient. The customer received a replacement device. (B)(4).

Event description:
It was initially reported that the customer's device had malfunctioned during a software update and was no longer able to power on. This initial issue likely was a result of an issue that occurred during the software update. Physio-control further evaluated the device and later observed that one of the internal hlc batteries could no longer hold a charge and would cause the device to no longer retain an appropriate power level. There was no report of any patient use associated with the reported issue.